Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. While troubleshooting for this issue, a minimum fill notification occurred. Customer's blood glucose level was 108 mg/dl. Reportedly, the customer successfully loaded a new cartridge to address the issues.